Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had cylinders that did not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had cylinders that did not inflate. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. Both cylinders presented wear at the fold in the middle and proximal end of the cylinder body. The pump kink resistant tubing (krt) was worn to the filament and contamination was found within the pump. The reservoir had a large hole resulting in a leak in the reservoir shell, consistent with sharp instrument damage. Based on the information available, the reported observation could not be confirmed.